Event description:
Subsequent to the initial medwatch submission, the following info was received. The customer contact reported that the pt was to receive bupivacaine 0.1% with fentanyl 5mcg/ml in a 250ml container.

Event description:
The customer contact reported the pt received more medication than expected. The pump was programmed to deliver an unspecified solution in the continuous + bolus mode at a continuous rate of 5ml/hr, a 5ml bolus dose and a 30 minute pt lockout. Reportedly, at 1430 the customer noted that the pump was delivering a 6ml bolus and the delivery was stopped. The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required.